Manufacturer narrative:
"Non-healthcare professional" . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt ¿something funny inside the pacemaker¿ while a microwave was in use nearby. Follow-up for additional information was attempted and unsuccessful. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.